Event description:
New information received notes that the patient presented in clinic and programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.